Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Device not returned.

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicmo13.7 implantable collamer lens, -8.0 diopter, in the patient's right eye (od) on (B)(6) 2016. On (B)(6) 2016, the lens was exchanged for a shorter lens due to excessive vault. The problem was resolved. As of the date of MDR submission no lens evaluation has been performed, as the product has not been returned.

Manufacturer narrative:
Device evaluation - the lens was returned dry in case/vial. Visual inspection found the lens optic torn, lens haptic torn, lens bent, and foreign material on lens surface (fibers). The lens evaluation has been performed and the product has been returned. Claim #(B)(4).